Event description:
Had the essure coil placed, within days I began bloating and a year later, it hasn't stopped. Chronic pelvic pain, long, heavy, painful menstrual cycles, and painful intercourse. In (B)(6) 2018, I had an exploratory surgery done to see the cause of the pain. Endometriosis was found and excessive scaring from the coils. I have never had endometriosis issues prior to coils, nor painful intercourse. Since the coils, I have gained 20 lbs though I have been working out and eating healthier than ever. I have been asked more than a handful of times if I was expecting due to the constant bloated belly. It is not only embarrassing, but unacceptable. Within the past three months I have battled with terrible joint and back pain, along with a tiredness that sleep can't fix.